Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 510k: this report is for an unknown nail head elements: pfna-ii blade/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent an unknown surgery with pfna. During surgery, the blade in question could not be inserted at all, and it was also difficult to remove. In conclusion, the incorrect cervical angle of the device and the actual cervical angle of the implant caused a difficult insertion situation. There were no patient harms that led to the removal surgery. The surgery was completed successfully without any surgical delay. Patient status and outcome: stable no further information is available. This report is for one (1) unk - nail head elements: pfna blade this is report 1 of 2 for (B)(4).